Manufacturer narrative:
It was reported, while performing the push-pull per protocol on the patient's IV, the flush plunger failed to disengage from the syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with blood and blood in between the first rubber stopper ribs. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. The syringe is designed to flush the IV line, not to be used afterwards for drawing blood. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 306546, lot 2178295. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could is confirmed. However, this is off label use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd posiflush¿ normal saline syringe was misaligned during the flush, popping off the plunger while pushing/pulling it and leaking out blood. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I wanted to reach out regarding the flushes that we are having problems with in our clinic... Most of them contain some amount of blood. I receive midass on these almost daily. I brought this up at the care council and the importance of midasing (creating an event) when these don¿t work properly. Other areas acknowledged that they have had the same problems but have not midasd the events... This is an infection risk as it requires us to open a new flush and start over again with flushing the central line. It also wastes blood if the syringe pops at the end of a pull during a push/ pull."